Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was received. The patient remains ongoing with heartmate ii left ventricular assist system, serial number (B)(6), no product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document as well as how to respond in the event that there is a risk of bleeding. No additional information was provided. The manufacturer is closing the file on the report.

Event description:
It was reported that the patient was admitted for recurrent epistaxis on (B)(6) 2019 until (B)(6) 2019.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.